Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the heartmate 3 system controller (serial number: (B)(6)) having fluid ingress and producing an abnormal alarm were not able to be confirmed. Multiple attempts were made to see what troubleshooting was performed and if the controller would return for analysis, but no response was received. Log files were however submitted for review, containing data spanning approximately 6 days (18 jul 2023 to 24 jul 2023 per timestamp). The log file captured routine power source exchanges. No abnormal alarms or faults were observed. The pump maintained a speed above the low speed limit without issue, and the controller appeared to operate as intended. The root cause of the reported events could not be conclusively determined through this evaluation. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. This section also describes how to view alarm history on the controller¿s user interface screen. Only a subset of alarms are displayed on this screen, including power cable disconnect (lasting 30 seconds), external power disconnected, driveline disconnected, low battery, and low flow. Up to six alarms can be displayed on the user interface screen. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's controller got wet in rain. The patient reported screen went blue and alarmed. It was unsure what that was. They went to emergency room and interrogation was normal; the patient was stable. They then came in for follow up. Ventricular assist device (vad) coordinator looked at the controller and pressed both alarm sincere and screen button then tried to scroll, and it would only scroll 3 (not 6). Log files contained a few pulsatility index (pi) events as well as routine power source changes. Controller exchange was recommended to prevent any future corrosion issues. The lcd display would show the last six relevant alarms such as power cable disconnected alarm (lasting over 30 seconds), external power disconnected alarm, driveline disconnected alarm, low battery power advisory alarm, low battery power hazard alarm, low flow alarms. It was likely the patient had not experienced 6 individual events to store in the lcd memory.